Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: the bottom chassis was rusted, the front panel chassis was rusted, the bottom feet had wear and tear, there were scratches on the top cover and were deemed ok to use as is, there were dents and scratches on the front panel and were deemed ok to use as is, the scope socket was worn out and had a poor connection. The olympus lamp life meter is reading over 500+hours, lamp life was expired. The lamp burned out. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite xenon light source front control panel does not work and needs to be replaced. The issue was found during the diagnostic/screening colonoscopy procedure. There were no reports of patient harm.